Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited a sandstorm image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h4, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope disassembly inspection detected that the image sensor cable was kinked at the boot of the light guide connector. The kinked cable likely caused breakage or short in the output signal line, resulting in the abnormal image phenomenon. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.